Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. MFR report # 9610595 - 2023 - 00708. Patient identifier : (B)(6). Additional information provided by the customer: please see updates e1: reporter phone/contact: (B)(6). Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. From the investigation result on foreign material, we presumed that foreign material larger than the inner diameter of the air/water nozzle got into the air/water channel caused clogging. We could not determine the cause of the foreign material got into the channel since we could not obtain detailed information on handling of the device. The root cause of this event was unable to be identified. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, the air/water flow system on the evis lucera gastrointestinal videoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. In addition to the findings reported in event, the bending section cover was discolored, the bending section adhesive had a crack, the plastic distal end cover was dirty, there was a dent on the channel tube (preventing the forceps from being inserted smoothly) and the connecting tube had a scratch. Due to clogging of nozzle, air and water supply volume and the water removal ability does not meet specification. The bending angle up direction and the play of the upward/downward angulation control knob were out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.